Manufacturer narrative:
.

Event description:
During a laparoscopic cholecystectomy procedure, the fixed lower laparoscopic grasper jaw broke off in the patient's right upper quadrant. The surgeon was contemplating opening the patient due to adhesions and when the grasper failed, the decision was made to convert to open and remove the broken grasper jaw. Patient was taken to recovery in satisfactory condition. Other therapies in use on patient: not known.